Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unintentionally started the bolus delivery process when customer "didn't mean to give one." Customer did not know if bolus was successfully delivered; however, the customer confirmed that the issue was resolved. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to perform troubleshooting.